Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2024-09773 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 10-may-2024, it was reported that the patient experience that the 2-infusion set cannula was kinked and patient faces symptoms within 3 hours of insertion for both sites. The site of insertion is abdomen. The blood glucose level noticed for first set is 340 mg/dl & for second set is 248 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.